Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the motor stopped when the rpm knob was adjusted. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.